Event description:
Caller reported a potential (B)(6) troponin (tni) on the triage sob profiler versus the abbott analyzer. Pt was admitted to the hospital from the physician's office with initial complaints of chest pain. Full collection was taken in edta tubes, which appeared normal. Controls ran on (B)(6) 2011 and (B)(6) 2011 and both were ok. Calvers ran in (B)(6) 2011. Devices at room temperature (70-72 degrees) for 1 day. Serum sample was used for lab draw and methodology was chemiluminescence. No known EKG was performed. Pt was released from the hospital after 3 negative tni results taken on the same day.

Manufacturer narrative:
No pt samples were left for investigation. Product support tested lot w48990 in a previous case and investigation revealed no low bias or false positive results with any sample. No error codes or device issues were observed. All data points with calibrator z were below the mfg cut off of 0.05ng/ml. All data points with calibrator h were within the mfg 2sd range, with a percent recovery of (B)(4) (within the mfg final release specs). Product support was unable to verify the customer's results since no sample was returned for testing. Product support could not rule out any sample specific or environment factors that may have affected analyte recovery. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.